Manufacturer narrative:
Correction: d4 UDI product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that multiple lead integrity alerts (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and short ventricular intervals. Short runs of oversensing were noted and appeared consistent over the course of the lias. Interference was reportedly noted with the patient's cardiac contractility modulation (ccm) device which was subsequently deactivated; however, the hrns episodes were noted to have occurred prior to ccm implant and post-deactivation of the device. Stable impedance and sensing trends and the absence of a rise in the frequency of short ventricular intervals suggested an electromagnetic interference (emi) source or myopotentials. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No patient complications have been reported as a result of this event.